Event description:
Patient reported fold, and feeling "very distressed and worried" and later reported "pain", "suspected rupture", "capsular disruption, with extraluminal intrapsular silicone leakage, compatible with intracapsular implant rupture", "signal dropout corresponding to a metallic clip from percutaneous biopsy at the junction of quadrants", "findings compatible with intracapsular rupture", "because several years ago I began having pain in one of my breasts" and "the implant had rupture". This record is for the left side. The device remains implanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2020-00896. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.